Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06450. It was reported the patient experienced stimulation in the wrong location. X-rays taken indicated the patient's scs leads migrated. Surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced. Effective stimulation was reportedly restored postoperative.